Event description:
Heard trached patient making noises from the hallway, alarm was sounding for desaturation. Cuff of trach found to be empty. Sterile water added to cuff, and immediately deflated. Hole found in balloon after removal from patient.

Manufacturer narrative:
The following elements have blank data.

Event description:
Heard trached patient making noises from the hallway, alarm was sounding for desaturation. Cuff of trach found to be empty. Sterile water added to cuff, and immediately deflated. Hole found in balloon after removal from patient.